Manufacturer narrative:
(B)(4). - no product was returned or pictures provided; visual and dimensional evaluations could not be performed. - lot identification is necessary for review of device history records, lot identification was not provided. - device is used for treatment. - reported event is not related to a combination of products; therefore a compatibility review is not applicable. - review of complaint history identified additional similar complaints for the reported item. However, as the lot number is unknown, an additional review could not be performed. - medical records were not provided. - a definitive root cause cannot be determined. - no corrective actions, preventive actions, or field actions resulted after investigation of this event. D4: attempts have been made to gather all product identification information and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that an impactor broke. Attempts have been made and no further information has been provided. Attempts to obtain additional information have been made; however, no more is available.